Event description:
It was reported when using the bd vacutainer® serum / cat blood collection tubes, the device experienced the stopper creep out or loose closure. This event occurred 3-4 times. The following information was provided by the initial reporter. The customer stated: common use in pediatrics (micro-method) without particular return until this batch, with 3 to 4 tubes concerned. Problem: the recapped cap is not secured.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos for evaluation. Therefore, 29 retention samples from bd inventory were evaluated by functional testing and the issue relating to stopper creepout was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creepout. Bd was not able to identify a root cause for the indicated failure mode.